Event description:
The pump was returned for service where a failure code 808:02 was found in the event history. An attempt has been made by baxter quality mgmt to contact the reporting facility, but no info has been obtained regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.